Event description:
According to the information received, two 6mm amplatzer muscular vsd occluders (muscvsd) were successfully implanted on (B)(6) 2010. A small posterior effusion was noted post procedure. No further treatment was provided and the effusion resolved. A residual shunt and more defects were observed post op and an additional 4mm and 6mm muscvsd were successfully implanted on (B)(6) 2010. Other muscvsd initially implanted: 9-musc-vsd-006, serial: (B)(4), lot: 1006254451.

Manufacturer narrative:
Aga medical could not evaluate the muscvsds involved in this incident since the devices remain implanted. During manufacturing, these devices underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed these devices successfully completed these tests. As the product remains implanted, our investigation was limited to the investigation of the device history records which shows full compliance with specifications and image analysis.